Event description:
(B)(4). In 2010, 2 years after having the essure coils placed I began to develop very bad pms symptoms and auto immune symptoms. Pms symptoms included extreme fatigue, breast tenderness and fibroids, pelvic pain, lower back, left hip and leg pain. My periods became so painful and I would fill a heavy pad every 30-60 minutes for the first 3 days, I passed heavy, large blood clots. My period symptoms were thought to be caused by my endometriosis I had a laparoscopy in 2010 to remove endometriosis though only small amounts were found. For my back, hip and leg pain (which was always worse before and during my period) I saw neurologists, pain management and underwent physical therapy to no avail! I saw rheumatologist for my symptoms of ache, pain, fatigue and sun allergies. After testing for lupus and rheumatoid were negative I was given a diagnosis of fibromyalgia. I finally quit seeing drs. For my symptoms and lived on pain killers, took total and permanent medical retirement and just did what I could when I felt up to it. In (B)(6) 2016 (8 years after essure) I saw my gyn for my yearly check up. I told him how my periods and fatigue and pain were getting worse and worse. He ordered a us and transvaginal us. This is when it was discovered my left coil was "missing". So my gyn recommended a bilateral salpingectomy to remove tubes and coils. My family doctor sent me for an x-ray to see if we could locate the "missing" coil. What we found was that the left coil looked like it was midline in my pelvis, we also saw that I had two coils in my right fallopian tube rather than just 1. I immediately sought a second opinion with a gyn surgeon and specialist in endometriosis. Yesterday (B)(6) 2016 I underwent a total hysterectomy and bilateral salpingectomy. All 3 coils were removed. The "missing coil" had migrated and embedded in my uterus. I hope that after recovery from my surgery I will see alleviation of most of my symptoms.